Manufacturer narrative:
There is no way to know whether this device was manufactured by a and I industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
Per importer's MDR: end user has had chair approximately 3 weeks and one side of brakes are not working, son is cross-country so doesn't have exact model of chair.